Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. The helix mechanism was in an extended position. Visual inspection found dried blood/tissue around the helix. A helix mechanism test failed due to the helix being deformed. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, a non-specific product performance anomaly occurred, and the physician decided to finish the procedure with another lead. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, a non-specific product performance anomaly occurred, and the physician decided to finish the procedure with another lead. No additional adverse patient effects were reported. This lead has been received for analysis.